Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. There was no physical damage on the pump. A review of the event history log showed evidence of the reported super cap post error. This error was not replicated upon power up. The investigator determined that the super cap on the main board did not operate as intended. The main board with the low profile black panasonic cap was causing the super cap post error to occur intermittently. The customer's reported product problem occurred due to a design issue. The main board was replaced as a result. The device passed functional testing after this was done.

Event description:
Information was received indicating that a smiths medical medfusion pump's main board was bad because the errors aren't consistent, sometimes the pump fails and sometimes it doesn't. The pump was charged overnight and still had errors. There was no reported adverse event.